Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6935m62 implantable tachy lead implanted 2014-(B)(6), 407645 implantable pacing lead implanted 2014-(B)(6).

Event description:
It was reported that, during the routine device follow-up interrogation, the patient had been experiencing positional dizziness and that left ventricular (lv) lead capture threshold levels were showing variability. The attending device nurse decided to turn off the left ventricular capture management (lvcm) functionality in order to maintain a constant output level. It was recommended that the lead be programmed to the lv lead tip to right ventricular (rv) lead coil in order to conserve battery life. The device remains in use and the patient will be evaluated at their next clinic visit. No patient complications have been reported as a result of this event.